Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel mechanism broken was confirmed during product evaluation. The root cause of the reported problem was determined to be a pinched signal harness. Appropriate action was taken to correct the reported problem by reconnecting the pinched signal harness. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump where the "channel mechanism is broken". It is unknown when this event occurred; however, this event occurred in the general pt ward. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.